Event description:
It was reported that prior to a routine tracheostomy tube change out, the cuff had burst, causing the patient to lose ventilation. The patient was taken to a hospital for a tube change out.